Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo hepatectomy. According to the reporter: during the procedure a scrub nurse found the outer sleeve of shaft tip was damaged. It could not be confirmed visually if it was just cracked or if some parts were broken off. Reported there was no broken piece left in patient's cavity, on the gauze, in the drainage, or in the operating room. There was no pt harm. The operating time was not extended. There was no add'l tissue resection or tissue damage. Nothing fell into the cavity and there was no unanticipated bleeding.